Event description:
Teleflex medical customer service reported an end-user alleges the skin stapler did not function properly. The customer alleges the staples blocked into the jaws. This event occurred during use. There was no patient injury or medical intervention necessary. No additional information was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.